Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: customer had issue inserting bypass tube into sheath during case and had to open a second device to complete closure. Second device worked fine and procedure was completed successfully.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: customer had issue inserting bypass tube into sheath during case and had to open a second device to complete closure. Second device worked fine and procedure was completed successfully.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered mild resistance while attempting to advance the bypass tube into the sheath hub. No buckling or bending of the bypass tube was observed when met with resistance. The physician removed the entire 18f ce manta device and sheath off the guidewire, and a new 18f manta device and sheath were placed, successfully achieving hemostasis.